Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump battery was noted to be depleting quickly. It was reported that the pump's battery gauge was at 40% then dropped to 1%. Subsequently the pump shut off and was unable to be turned back on. The customer's blood glucose (bg) was 330 mg/dl. The customer changed out the site and delivered a bolus for correction to bg level. It was indicated that the customer would use manual injections until the replacement pump was received.